Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the severely tortuous and severely calcified cephalic vein. A 4.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a non-boston scientific device. No patient complications were reported, and the patient was in good condition after the procedure.